Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell and the touch screen became shattered and unreadable. Customer¿s blood glucose was between 80-120 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.